Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed an e207 output error code. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of spare lamp malfunction was not found; the error message e207 and light bulb burned black was confirmed and was due to a defective emergency lamp. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error message e207 and black bulb were due to a defective emergency lamp. The spare lamp malfunction was not confirmed; the cause could not be identified. Olympus will continue to monitor the field performance for this device.